Event description:
Since their inguinal hernia operation in 2002 when the prolene 3d patch was put in reporter has been having swelling and pain. Their dr. Now tells them that they no longer use this patch because of these problems. Reporter will have to have it removed and another operation if celebrex does not work. Rptr asks if there has been problems of this type associated with the 3d prolene patch made by ethicon.